Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had been ¿set down¿ on 2017 (B)(6). There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis of the ins, model 3058, serial (B)(4), found ins functionally okay, insignificant anomalies. The implantable neurostimulator (ins) passed functional testing. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 388928, lot# 0210570857, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported that after a motorcycle accident the device no longer worked and the consumer had a reappearance of symptoms. Troubleshooting was attempted during device follow-up and a revision planned in or. The issue was noted as resolved. Additional information received from the representative reported that electrode no. 2 did not work when it was tested on its own. No electrode worked with this case, so the case did not work either. Both the stimulator and the electrode had stopped working following a motorbike accident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.